Manufacturer narrative:
Additional information in section g1. H10: received one used 41239-06 td torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf lot#: 86-245-sl w/contamination sleeve. The sample was returned for investigation received with the balloon ruptured, confirming the reported complaint. The sample was returned with and an arrow cath-gard connected to the catheter. The latex free balloon sample was microscopically examined, a small tear was observed along the portion of each of the ruptured balloons, no piece of the balloon appeared to be missing. No anomalies were observed on any of the returned mating devices. All were also determined to be compatible with the 7 french balloon size of the td catheter. A device history reivew (DHR) lot#: 86-245-sl and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received. Testing and investigation is not complete.

Event description:
The event occurred on an unspecified date that involved a torque-line catheter that the customer reported the catheter balloon ruptured during insertion. A pre-insertion inflation test was done before the catheter was inserted and the balloon was intact. There was patient involvement, however there was no report of human harm, no adverse event, no medical or surgical intervention, and no delay in critical therapy.